Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin breakout on the right side underneath the breast. The condition was described as turning red with no open skin and possibly being a heat rash. Follow-up indicated that the patient was given a cream by her physician. The current medical condition of the irritation/rash is unknown.